Manufacturer narrative:
Investigation completed 6/12/2017. Method: -device history review/service history. -trend analysis. -failure analysis. Device history record reviewed for product ID a3059, serial # (B)(4) was manufactured on 10mar17 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A two year look back from 06/02/2015 to 06/02/2017 for this reported failure and or related to "wiggle" and "excessive travel" for product ID¿s a3059 shows no other complaints were received. No new design or manufacturing trends have been identified. Product was inspected in both cases the unit passed the functional and dimensional testing requirements. Conclusion: failure could not be confirmed; the device passed all of the required functional and test specifications, and there is not a defined specification on the travel from the rocker to the knob to determine if the unit has "excessive" travel. No manufacturing or design related issues were confirmed.

Event description:
It was reported that upon first use of the new mayfield, that the doctor felt that there was too much wiggle after pressure was applied with the mayfield clamp. It wiggled far more than the old aluminum one they had (no product specification provided). No patient injury or death alleged. No surgical delay. Additional information has been requested and received on 16may2017 with the following: the doctor reported that there has been no patient issue. The doctor was concerned about the relative movement of the aluminum and peek products, and for the potential and theoretical issues that they could have with neuronavigation.

Manufacturer narrative:
Additional information (B)(6)2017. The doctor reports that he is quite concerned about the unstable skull clamp issue. He had a patient that was off by 2 ¿ 2.5mm in the initial navigation calibration, which has not happened before. Requested additional information and on 24may2017 the following was provided by the customer. The nurse clarified the information that was provided by the doctor on (B)(6)2017. She stated that there was patient contact, but no patient injury or harm occurred. She also reported that the doctor felt there was too much wiggle after pressure was applied with the mayfield clamp as previously reported. No other information regarding the patient was provided.